Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review did confirmed the reported event of a loss of connection. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/14/2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed as it failed the battery status. The share log data was reviewed and the logs can confirm the patient complaint. The customer complaint of loss of connection was confirmed. The root cause was determined to be a defective transmitter.